Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the past occlusion alarms. The customer's blood glucose level was between 120-130 mg/dl. Reportedly, the customer performed their own troubleshooting and an occlusion alarm occurred while a test bolus was delivered when the customer was disconnected from the pump. Multiple attempts were made by tandem¿s technical support to perform troubleshooting for the current occlusion alarm; however, no additional information regarding this event was provided.